Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. Customer's blood glucose was 38 mg/dl at the time of incident and treated with a soda. Troubleshooting assisted customer with running a test plug procedure but customer did not want to complete troubleshooting. Customer declined low blood glucose troubleshooting.